Manufacturer narrative:
The reported complaint of stretched helix was confirmed. A visual analysis was performed, and the outer helix was observed to be stretched out of specification, which is consistent with having occurred during procedure. The inner helix was measured to be within required specification. Electrical testing was performed, and device was observed to be normal. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that prior to fixation, the helix of the atrial device became stretched during the implant procedure. The cause was suspected to be due to the helix hooking onto the protective sleeve of the delivery catheter. The device was removed, and a new device was implanted to resolve the event. The patient was in stable condition.